Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the tip of the instrument broke off and was not retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with some evidence of circular material flow, consistent with torsional overload. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.